Event description:
Customers contacted lumenis safety complaint coordinator in 2005 to report multiple patients have been burned with their vasculight unit. There are 4 individuals known to have been burned in the first year they owned the unit and customer indicated the problems may be ongoing. One of the individuals experienced third degree burns and scarring following an ipl photorejuvenation procedure to the chest. There have been several other patients who received less severe burns.

Event description:
Customers contacted lumenis safety complaint coordinator in 2005 to report multiple patients have been burned with their vasculight unit. There are 4 individuals known to have been burned in the first year they owned the unit and customer indicated the problems may be ongoing. One of the individuals experienced third degree burns and scarring following an ipl photorejuvenation procedure to the chest. There have been several other patients who received less severe burns.

Event description:
Customers contacted lumenis safety complaint coordinator in 2005 to report multiple patients have been burned with their vasculight unit. There are 4 individuals known to have been burned in the first year they owned the unit and customer indicated the problems may be ongoing. One of the individuals experienced third degree burns and scarring following an ipl photorejuvenation procedure to the chest. There have been several other patients who received less severe burns.

Event description:
Customers contacted lumenis safety complaint coordinator in 2005 to report multiple patients have been burned with their vasculight unit. There are 4 individuals known to have been burned in the first year they owned the unit and customer indicated the problems may be ongoing. One of the individuals experienced third degree burns and scarring following an ipl photorejuvenation procedure to the chest. There have been several other patients who received less severe burns.